Event description:
It was reported that during the course of care, a patient was turned on her side. Reportedly, the side rail gave way and the pt fell onto the floor. The report stated that the resident was transferred to the hospital and was diagnosed with a broken finger, head laceration, and right hip fracture. It was reported that being on palliative care and dnr/dni status, the resident was not a surgical candidate and as returned to the (B)(6) center.